Manufacturer narrative:
Analysis of the pump confirmed a gear train anomalies of corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. Analysis also confirmed reservoir access issues due to dark residue. Evaluation result code no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving bu pivacaine (concentration 40mg/ml dose 40mg/day) via an implantable pump for non-malignant pain. It was reported that the pump was replaced due to a motor stall. It was unknown what led to the event and what diagnostics or troubleshooting were performed. At the time of this report, the issue was resolved and patient status was alive ¿ no injury. Additional information later indicated that there was no patient injury, the patient recovered without sequelae

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.